Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritonitis reported as abdominal cavity infection. The cause of the peritonitis was not reported. On an unreported date, the patient began treatment for the event with an unspecified infusion (route not reported) and an unspecified drug added to dianeal (doses, frequencies and durations were not reported). On an unreported date, the patient was recovered. No further detail was provided regarding whether the patient was hospitalized for the peritonitis event or if dianeal therapy was ongoing. No additional information is available.